Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (time and date reset during use) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2019 with the following findings: the complaint regarding time discrepancy was reported on (B)(6)2018. A review of the pump¿s black box showed the data had been overwritten to due continued use of the pump. During testing, the time date reset to default settings after a pump reboot. The pump was exercised for 12 hours with no time change occurring. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.